Event description:
It was reported that during a stenting procedure, the tip of the stent became stuck on a previously placed stent. The physician attempted to advance the sentinol self-expanding nitinol biliary stent system across a lesion in the biliary artery, however, the sentinol would not cross the lesion as the tip of the sentinol delivery system became stuck in a previously implanted stent located in an unspecified location. The physician removed the sentinol stent system and successfully completed the procedure with another of the same device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
(B)(4).